Event description:
A piece of the yellow plastic protector broke off and stuck to the staple jaws. The piece then went into the pt when the surgeon used the stapler. The little plastic piece was then recovered.